Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked during infusion. The device was filled with a solution containing fentanyl citrate and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one patient control module (pcm) for evaluation. The reported condition of a leak was confirmed. Visual inspection and functional leak testing of the sample noted leakage on the reservoir of the pcm. The unit was subsequently disassembled and a puncture was discovered on the pcm pillow. The root cause of the punctured reservoir was not identified during evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional narrative: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.